Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. The customer was able to reset the device on their own and planned to use multiple daily injections as a backup therapy.